Event description:
Procedure type: tep totally extraperitoneal. According to the rptr: trocar was used on tep case, the surgeon noticed the balloon broke during the procedure. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).